Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump had to be press repeatedly when sticking. Customer stated the insulin pump had frequent no delivery alarms and rainbow screen made it difficult to see. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.